Event description:
Customer reported that group a and o donor samples typed as ab on galileo using the fwd_abo assay. The customer stated no adverse events occurred as a results of the abo discrepancies.

Manufacturer narrative:
Images were downloaded from the customer's instrument for review. Pinholes in the cell buttons were noted in the wells. Large pinholes were also present in the first column of each plate (wells a1-h1). Aborh determination for these wells were all reported as invalids. It appeared that a capture plate with 2 strips present was in the reader at the time the customer took a flatfield image. Cannot rule out that the discrepancies were a result of the compromised flatfield image. The customer was requested to clean the mirror and light diffuser, run reader performance and repeat the assays in the first two strip positions. The customer cleaned the mirror and light diffuser and performed reader performance acceptably. The customer confirmed the flatfield image was acceptable. The samples were not repeated, but the customer indicated plate testing was conducted on the instrument (using at least the first two strip positions) with no problems evident. The customer indicated manual abo testing is performed for all donor units and no discrepancies have occurred. Instrument is operating as expected.